Manufacturer narrative:
(B)(4). Concomitant medical products: 00595309600, offset sizing plate handle. 00590103400, quick-connect handle. 00590103400, quick-connect handle. Foreign report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during knee surgery, the instrument would not assemble with the implant properly. While trying to remove the instrument, the instrument fractured. A second instrument was used, but also fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable